Manufacturer narrative:
B5 - corrected to: the initial MDR is not applicable as the event is not reportable. There has been no report of serious injury or malfunction. Claim # (B)(4).

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting without rotation. The lens was exchanged with a longer length lens and the problem was resolved.